Event description:
It was reported that one of the patients lead had high impedances. The patient underwent a lead replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Investigation results: sc-2218-50 sn: (B)(6). The device was not returned for analysis; therefore, a technical analysis could not be performed. Sc-2218-50 sn: (B)(6). The returned lead was analyzed and revealed that multiple cables at the set screw mark of the clik anchor were completely broken. The investigation determined that the broken cables were caused by mechanical stress, likely from flexing of the lead at the exit point of the clik anchor. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established and cause traced to component failure.

Event description:
It was reported that one of the patients lead had high impedances. The patient underwent a lead replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in november 2024. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6).

Manufacturer narrative:
Sc-2218-50 sn: (B)(6). The returned lead was analyzed and revealed that multiple cables at the set screw mark of the clik anchor were completely broken. With all the available information, boston scientific concludes the reported event was confirmed. The investigation determined that the broken cables were caused by mechanical stress, likely from flexing of the lead at the exit point of the clik anchor. Therefore, the probable cause was identified as component failure.

Event description:
It was reported that one of the patients lead had high impedances. The patient underwent a lead replacement procedure and was doing well postoperatively.